Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the 8mm fenestrated bipolar forceps instrument was not moving properly. The wire was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the device was inspected prior to use. The issue occurred during the mobilization of tissue. When the wire broke, improper movement of the jaws were noticed. There was a single cable visibly protruding from the distal end of the instrument. The instrument moved in the wrong direction. The issue occurred when the surgeon's head was inside the high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate the instruments. The instrument initially moved in the right direction with appropriate timing. The issue was persistent. When the instrument was observed and damage was found, it was sent back to isi. There was no instrument-to-instrument or arm-to-arm interference. No external collisions occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.